Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via telephone to have received a hardware low levels failure alarm. Their blood glucose was 15.8 mmol/l. They stated that the alarm did not occur during the rewind/load reservoir/fill tubing process. The customer was advised to check the pump¿s settings for accuracy by programming an easy bolus into the air in order to determine if delivery was successful. The amount was recorded in the daily history. When performing a self-test, the pump still alarmed hardware low level failures. The customer also mentioned receiving an insulin flow flocked alarmed. During troubleshooting, self-test performed and the hardware low level failures alarm recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Pump error alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. Insulin pump was received with minor scratches on case and minor scratches on lcd window.